Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es result (1.040 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The same sample was retested and the repeat result (repeat <0.012 ng/ml) was believed to be the accurate result. The falsely elevated vitros tropi es result obtained from the patient sample was reported from the laboratory, and questioned by the physician. A corrected report was issued to the physician following retesting. The result was reported outside the laboratory, and medical action was taken. The patient underwent a cardiac catheterization procedure, however, there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-repeatable, falsely elevated, vitros trop I es result was predicted from a single patient sample, when processed on the vitros 5600 system. Vitros tropi es precision testing demonstrated the vitros 5600 system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The investigation determined the affected sample had been centrifuged outside of the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed as a contributing factor. A definitive root cause for the event could not be determined.